Manufacturer narrative:
(B)(6). Concomitant products: hip-other-liner-unk; hip-other-stem-unk; hip-other-heads-unk. Reported event was confirmed by review of the provided xrays that showed a fractured screw and flange. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Insufficient information provided. Unable to perform complaint history search. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s hip was revised due to device fracture. The cup and screws were removed. Attempts have been made and additional information on the reported event is unavailable at this time.